Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for replace battery now alarm. Customer¿s blood glucose was 136 mg/dl. Customer reported that she changed her battery last night and it is now dead. Customer reported that they did not receive a low battery alert prior to the replace battery now alarm. Customer stated that the battery was not previously used. Customer reported that this is the second occurrence of replace battery now without a low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device received with normal operating currents, no unexpected power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing.